Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2014, as part of the e7058 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (b)(60 2013. The etiology of the patient's chronic pancreatitis was alcoholic and calcific. The patient was hospitalized on (B)(6) 2014 and a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2014 the following baseline biliary obstructive symptoms were noted; upper right quadrant pain and fever/chills. On (B)(6) 2014 liver function tests were performed. On (B)(6) 2014, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The patient had a prior pancreatic sphincterotomy and pancreatic stent placement but a biliary sphincterotomy had not been performed. A biliary sphincterotomy was performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. On (B)(6) 2015, the patient underwent the per-protocol 12 month ercp (endoscopic retrograde cholangiopancreatography) procedure for stent removal. The stent was successfully removed from the patient but the physician noted the stent was obstructed by a mucous fleshy bud. There were no reported patient complications and a post-stent removal cholangiogram showed no evidence of a recurrent stricture. The patient was hospitalized from (B)(6) 2015 until (B)(6) 2015. On (B)(6) 2015 liver function tests were performed. No biliary obstructive symptoms were reported and the event was deemed resolved without issue on (B)(6) 2015.

Manufacturer narrative:
(B)(4) stent occluded. (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that restenosis is a known potential complication of the metal stent placement procedure and is noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.